Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use (IFU) states: do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. Do not advance or withdraw the perclose proglide smc device against resistance until the cause of the resistance has been determined. In this case, the IFU deviations likely contributed to the reported difficulties. The patient effect of tissue damage/vascular injury is listed in the IFU as a potential adverse event of use of the device. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the lever was not returned to the original position and the foot was open when the proglide device was removed. Resistance was felt and a foot break was noted. The proglide device and the broken foot piece were pulled out of the anatomy. The arteriotomy was increased by the foot break; therefore, a covered stent was implanted. Manual arterial compression was applied to achieve hemostasis. There was a clinically significant delay in the procedure or therapy. No addition information was provided.